Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition. It was noted this patient was device dependent. The rv sensitivity was adjusted and resolved the pacing inhibition. Technical services (ts) discussed that the rv coil was likely close to a valve causing the oversensing. Ts recommended verifying the sensitivity settings in different positions as the heart can shift. A non-invasive programmed stimulation (nips) was performed on the patient and sensitivity was reprogrammed again. Ventricular fibrillation (vf) was induced and terminated by the device. This rv lead remains in service. No additional adverse patient effects were reported.